Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with a labeling error. It was stated ¿twenty two devices arrived without the information labels.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: lot analysis: DHR review was conducted and disclosed the following for lot 7198544: built on afa line 5 on 21jul2017 through 28july2017 and packaged on packaging line 9 for the quantity of (B)(4). DHR review disclosed no indication of the defect as it was noted that there were no reject activity findings throughout the build (packaging) of this lot that would impact upon the quality of the product. Set-up and in-process inspections including (but not limited to) label/sleeve print verification, were conducted and passed per specification. Visual analysis: observations and testing: although units were not returned, a photo was provided for evaluation of this incident. The photo revealed 10 packages/units; 5 with print and 5 with the print on the top web partially missing. Numeric lot number and numeric expiration date were clearly printed on the top web; the remainder of the print (blue block and bd blue print) was missing. Investigation conclusion: relationship of device to the reported incident: manufacturing (packaging) print errors can occur during normal production when the machine is restarted after a stoppage. Vision inspection systems are validated to detect this type of defect and remove the parts for further operator inspections. These defects were not identified by operators during the hand-packing process.